Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned to ethicon for evaluation. One open sample that pertain to product code sxmp1b427 was received for analysis. In addition, a photo was provided, and with the same condition as the received sample. During the analysis, it was noted that the strand is in a degradation process caused by exposure to the environment. This caused the loop to be missing. The foil was visually inspected, and wrinkles and a hole in the cavity were observed due to handling. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a epigastric hernia repair procedure on (B)(6) 2024 and barbed suture was used. During the procedure, it was reported that the loop was found missing when just open the package. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.